Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized with high blood glucose and ketoacidosis. It was stated that the customer changed the needle part of the infusion set because she had problems with the site, but her glucose level was high constantly. The customer did not have strips to test and went to the hospital. The reservoir was removed at the hospital, and the doctor suspected that the black ring around the reservoir was broken. It was stated that insulin leaked, but the customer was unsure if leaks past the o-rings. No further information was provided.

Manufacturer narrative:
Inspected one opened or used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.